Event description:
A dreamstation 2 advanced auto CPAP device was returned to a third party service center. A customer complaint of service required message was reproduced, and pca (printed circuit assembly) damage and burned was noted. There was no serious patient harm or injury. There was no medical intervention reported. The device was outside of warranty. Error codes indicating flow sensor issues were found in the device log history. During device evaluation, iso port kit contamination and inlet seal and outlet seal contamination was found. The device was repaired and passed a functional test.